Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. (B) (4). (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The option-lok male adapters of the tubing sets were connected to unspecified devices and were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that the option-lok male adapters disconnected from the attached devices. It was reported that the tubing sets were either replaced or the tubing sets were reconnected and the connections were taped. The therapies were resumed. There were no reported adverse pt effects and no reported delays in critical therapies. No medical interventions were reported. Though requested, no add'l info was provided.